Manufacturer narrative:
One 4.0 mm stonecutter burr was returned for evaluation. Visual assessment identified significant axial fractures through the adapter body, to the outer sheath. A contact point was also observed on the inner burr confirming the reported shedding. All indications point to excessive lateral load during use. Functional assessment was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff repair using the stonecutter acr 4.0 ep-1 dsp, it was reported that the device was shedding metal shavings from the burr. There was a reported ten minute procedural delay to remove the sheds by flushing/irrigating the joint. It is unknown if all the debris was able to be removed. There were no reported patient injuries or complications.

Manufacturer narrative:
Although anticipated, the device evaluation has yet to begun. (B)(4).